Manufacturer narrative:
No lot code or sample provided. No further evaluation or root cause analysis can be conducted at this time. No root cause could be determined as no sample or lot code was provided for analysis. No action is warranted the manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported a patient experienced toxic anterior segment syndrome (tass) in the right eye following a cataract extraction procedure. The patient presented 1 day post op with aqueous cell and fibrin. Cultures were not taken. The patient required an increase in the frequency of non-steroidal anti-inflammatory drug (nsaid) medication. The patient is reported to be improving with topical medication adjustment. This is the first report of three for this patient.

Manufacturer narrative:
This report represents patient two of three from this facility. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).